Manufacturer narrative:
This is a supplemental report to provide additional information. The handle of the subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The probe was not returned. The tissue pad was worn and partially missing. The broken tissue pad was not returned. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the probe breakage occurred due to any of the following possible causes. The probe was cracked when the user activated output applying only the probe tip to the tissue with strong force, or twisting the device while grasping the tissue, besides the probe was broken off when the probe was subjected to a load. The tissue pad was damaged since the user activated output while the subject device was grasping a thick and hard tissue. It was also known that the grasping section and the probe came into contact since the tissue pad was damaged, consequently the probe cracked, and besides the probe was broken off when the probe was subjected to a load. It was also known that the tissue pad was damaged since the user continued to activate output without grasping tissue (including after the tissue already cut). The above device handling has been warned in the instruction manual as follows. Do not apply the probe to the tissue with strong force or do not twist or pull the probe up while grasping the tissue. The probe may be damaged by interference with the internal parts or load increases, which could result in the tip breaking and dropping it inside the body cavity. Do not contact the probe with any hard objects (e.g., metal clips, uterine manipulator, or other instruments), and do not grasp it when ultrasonic output is activated. Be careful to avoid contacting the probe accidently. The probe and the grasping surface (white part) could be worn away by ultrasonic vibration, and this may lead to damage or detachment. Do not activate output when closing the instrument and nothing is grasped between the grasping section and the probe, or when it is not possible to confirm that the tissue being grasped has been completely resected. Otherwise, abnormal heat generated by friction between the grasping section and the probe may damage the grasping section, or cause it to detach or premature wear in the grasping surface.

Manufacturer narrative:
The subject device referenced in this report was not returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During an unspecified procedure, the subject device was used. In the procedure, the probe of the subject device broke off outside the patient. The fragment was discarded by the user. There was no patient injury reported. This is the report regarding the breakage of the probe.